Event description:
Patient felt restriction was diminshed. Had fluoroscopy to diagnose tubing leak. Physician removed and replaced port in 2003. Follow up findings; leakage at or near the access port tubing connector.